Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed gas proportioning system was not engaged. The proportioning system was reconnected and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit was not operating as expected, causing the potential of a hypoxic mix of gas delivery. There was no report of patient involvement.